Manufacturer narrative:
This supplemental report is being submitted to repot the investigation conclusion. Corrected data: b4- 07apr2021 for initial MDR. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1015662 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lots 1015662 test base part number 190-430 / lots 1015662 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015662 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. 1221359-2021-00886. (Lot. 1015662).

Event description:
The customer reported false negative results with the ID now covid-19 assay. This MFR. Report addresses lot (1) of (2). The customer reported one (1) false negative result with the ID now covid-19 assay performed (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Pcr confirmation testing on new sample nasopharyngeal swab generated positive results (CT values not provided). No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.